Event description:
Ambulance personnel were monitoring a pt and reportedly "lost the ECG signal" and were not able to acquire the pt's ECG for analysis. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.